Manufacturer narrative:
H.6. Investigation: during DHR review all challenges, set up and in-process samples were preformed according to the quality control plan. One non-related qn was initiated during production. Disposition, root cause and corrective actions were applied according to the quality control plan. Received a 20ga iag unit within an open package from lot number 8075818. The needle was received fully retracted inside the barrel. Visual/microscopic examination: the unit was received within an open package, the needle was received fully retracted within the safety barrel, the hub was bent right above grip, the needle cover did not reveal scratches or damage on its inside. Even though it was confirmed that the needle-hub assembly was bent, it is inconclusive where the bend occurred as the unit was received within an open package and the needle cover did not reveal corresponding needle scratches within.

Event description:
It was reported that safety failure occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "when you opened an insyte autoguard, it was bent and you can not activate the security button. Lot # 8075818."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that safety failure occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "when you opened an insyte autoguard, it was bent and you can not activate the security button. Lot # 8075818.".